Manufacturer narrative:
A product investigation was performed for this device. The actual device was not replaced for the reported symptom. A review of the device history records was performed. There were no unexpected variances, adjustments or comments noted in the device records. A review of the complaint tracking system showed no other complaints for this device with the reported symptom. A review was performed by the post market clinical department. Per the pharmacovigilance physician, peritonitis is a known complication of peritoneal dialysis, caused by a break in the sterile field and/or aseptic technique. There is no history of device malfunction or cassette leak which could have caused or contributed to this event of peritonitis. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.

Event description:
A peritoneal dialysis patient called fresenius technical support and stated she was in the hospital and was not draining and the cycler was alarming with a drain complication alarm. The patient stated her catheter had been unblocked earlier today and was feeling abdominal pain. The patient has drained 1227mls out of 1999mls and nothing else. Technical support advised the patient to contact her peritoneal dialysis nurse in regards to pain and not draining. Technical support offered 24/7 support.